Event description:
A pt reported experiencing inaccurate high results with ot basic enhanced meter. The pt's blood glucose results were 256mg/dl (meter), 168mg/dl (lab). Tests were done < 30 minutes apart with a difference of 71%. Pt did not experience any adverse events. No further info has been reported.